Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.